Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the transection of the stomach in a laparoscopic gastrectomy, the jaws of the stapler did not close completely and the stapler did not fire. They noted that they were unable to squeeze the handle. They changed the reload, but the same issue occurred. But still could not close completely. They then changed the stapler and the reload to complete the case. There was no patient injury.